Manufacturer narrative:
Batch review performed on 30 october 2018: lot 157573: (B)(4) items manufactured and released on 11 april 2016. Expiration date: 2021-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d project manager on the picture provided during the notification: visual preliminary inspection highlights an explant condition in line with the mobilization diagnosis. Hydroxyapatite layer has been adsorbed only in the distal part of the stem. Visual inspection performed by r&d project manager on the retrieved explants on 23-oct-2018: visual inspection and complaint image documentation analyses are in line with the surgeon's diagnosis of loosening due to lack of osseointegration. The visual inspection is in line with the previous preliminary visual inspection. The failure is not device related.

Event description:
Revision surgery performed due to stem mobilization 2 years after primary surgery. Stem and head were revised, cup and liner were left in place.